Event description:
It was reported to olympus by a technical staff that an hf unit (generator) had an e-433 error. The customer reported that the issue was found before the operation and that they found out that the error was caused by a faulty bipolar pedal. The foot pedal was changed, and the device is working properly. The device will not be returned for evaluation. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair as the customer resolved the issue by replacing the foot pedal. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿other¿ which was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective foot switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.